Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events alleged. A review of the manufacturing records shows that the lot was manufactured to specification. The adverse reaction section of the IFU lists fistula formation as a known complication of surgery. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted. See MDR 1213643-2014-00462 for information related to the other bard perfix plug alleged to have been implanted in 2002.

Event description:
The following information was reported to davol by the patient: the patient alleges that in 2002 he had two davol perfix hernia plugs implanted on the right and left side to repair bilateral inguinal hernias. The patient claims that he has had recurring pain in the groin since the time of the implant. He alleges that in 2008 he was diagnosed with an intestinal fistula under the plugs and that surgery was performed to address the problem. The patient stated that the fistula repair was a complex procedure and included colon and bladder repair being performed to address fecal waste found in his urinary system. The patient confirmed that the perfix plugs remain implanted. Patient also reported having a gallbladder removal procedure performed at sometime prior to the fistula surgery. At this time the patient reports that he is concerned that the implants remaining in place may lead to additional fistula formation.